Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined pacing impedance.  Fracture was confirmed.  The pace/sense portion of the lead was capped and replaced.  The lead remains in use for high voltage therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:419388 lead and 5076-45 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.